Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Pieces of tampon string come off in pieces [device breakage]. Case description: consumer reported via e-mail that tiny pieces of the string come off. No injury reported.